Event description:
Boston scientific received information that the patient with this device system was presented with a thumping sensation in the throat upon increased heart rate. Upon device interrogation, the right atrial (ra) lead displayed no capture at maximum output. The device lower rate limit was reprogrammed from 60bpm to 50bpm to alleviate the thumping sensation. An ra lead dislodgement was suspected. A chest xray was ordered, which confirmed the dislodged ra lead. A revision procedure was performed and the ra lead was successfully repositioned. The patient was discharged the same day.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.